Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. No cracks noted at the reservoir tube lip. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported physical damage. The customer¿s blood glucose was 202.mg/dl. The customer reported crack on reservoir thread, ring. Advised pump will need to be replaced. The insulin pump will be returned for analysis.